Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. The reported event was confirmed referencing the attached photo. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) stated a 2008t hemodialysis (hd) machine displays the motherboard eeprom error! Message. The bmt found burn marks on the resistors around the motherboard eeprom and needed the part numbers. The motherboard and eeprom components were available to be returned for evaluation. A photo was provided for the investigation. Additional information was requested but was not received to date.

Event description:
A user facility biomedical technician (bmt) stated a 2008t hemodialysis (hd) machine displays the motherboard eeprom error! Message. The bmt found burn marks on the resistors around the motherboard eeprom and needed the part numbers. The motherboard and eeprom components were available to be returned for evaluation. A photo was provided for the investigation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.